Event description:
A consumer reported that following an intraocular (iol) implant procedure, her vision in her right eye is not clear. The consumer reported she sees starbursts when looking at bright lights. She also reported having had a yag laser procedure and a "laser tweak". The consumer reported these procedures did not improve her vision. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).